Manufacturer narrative:
It was reported, the light source does not ignite. The issue occurred, during preparation for use. For an undisclosed therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the light source does not ignite. The issue occurred, during preparation for use. For an undisclosed therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. New information added on fields: h3 and h6. Correction on fields: e1, e2, e3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the cause was the faulty power supply unit. Olympus will continue to monitor field performance for this device.